Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated a high blood glucose level was more than 400mg/dl and sensor it did not go into her skin . The customer was using the insulin pump within 48 hours of the reported adverse event with auto mode feature off. The customer was assisted with troubleshooting and issue got resolved.